Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a device change out for normal eri, externalized conductors were observed. No electrical anomalies were detected. The lead remains implanted. Patient monitoring will continue.